Event description:
It was reported that the 9800 system has an intermittent problem where the error code of "communication failed" is displayed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced interconnecting cable and reseated workstation pcbs. The system was tested and found to be working as intended and placed back into service.